Event description:
It was reported that the device had ¿wireless module intermittent connection when pole clamp capture bracket is attached.¿ per reporter, the device operated until bracket was attached. The product fault occurred upon opening. The event happened at the hospital. The issue was not resolved, and the steps taken to resolve the issue was to remove and reinstall the pole clamp capture bracket. The device was out of box failure. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "wireless module intermittent connection when pole clamp capture bracket is attached¿ was not confirmed/replicated. No other tests were performed on the module to determine if the problem lay within it. No damage could be verified. Since this is an accessory, repair is not applicable to this product. All tests passed within specifications. Probable cause: problem was not found service history review identified there was no indication that the complaint was related to a service of the device within the review period.